Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device not implanted).

Event description:
Healthcare professional reported "defective leaking saline implants". Device was not implanted. It is unknown if surgery was completed with an additional device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as surgical damage. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "defective leaking saline implants". Device was not implanted. It is unknown if surgery was completed with an additional device.